Event description:
The customer reported that the display is dim. The customer reported that the unit was not in use on a patient. The customer contacted product support and had a v60 with a very dim display. This unit is very old with the 1st generation lcd. The brightness was set to 5. Product support recommended the user interface (ui) assembly and provided the part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. Product support recommended to replaced part is the user interface (ui) assembly, with nav ring, gray. The customer will order the (ui) assembly. And repair unit.